Event description:
Patient admitted to e.r. With dx. Of drug overdose. Patient was unconcious, though combative at times necessitating restraints. Foley catheter ordered to opbtain urine specimen for diagnostic purposes. The above cath. Was utilized. Passing the catheter through the urethra was somewhat difficult d.t. Thrashing episodes of the patient and the excessive flexibility of the foley catheter (similar to a wet spaghetti noodle). With only approx. 3 of the catheter exposed, the nurse was unable to advance the catheter any further, yet no urine was nmoted to be draining. While the patient was held and the catheter was stablized, another nurse inflated the foley balloon with the provided syringe of n1. Saline without experiencing any resistance. After 20 minutes no urine had drained. The balloon was deflatedf and attempted to pass the catheter further up the urethra but blood was noted immediately to be draining from the catheter. The catheter. Was withdrawn. A urethrogram shortly thereafter indicated a urethral tearinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.